Manufacturer narrative:
The local area sales representative confirmed that there had been no pacemaker inhibition or adverse patient effect beyond the early surgical intervention. The boston scientific post market quality assurance laboratory indicated upon visual inspection that the header was indeed broken off and all the feed through wires were fractured. All of the medical adhesive was noted as on the header and not any on the case. The rv tip is a ductile fracture and all others are cyclic fatigue fractures. All of the cyclic fatigue fractured surfaces show signs of polishing, due to the fractured surfaces moving against the opposing fractured surface. In conclusion, this device had been returned for impedance problems, at which time it was noted that the header had become separated from the device, which final analysis was then able to confirm. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did exhibit greater than 125 ohms shock impedance measurement during routine office follow up. A surgical intervention was done to address the issue. The device was removed from the pocket, at which time the device header became loose without force. As a result of this observation, no right ventricular (rv) lead revision was completed, since there was an obvious header issue. The rv lead was connected to the acute device, a commanded shock to test the shock impedance was done successfully, with a outcome within normal limits. This ICD had been implanted sub-pectorally. The patient was noted as muscular and (B)(6) years old.